Manufacturer narrative:
(B)(4). One ampere generator was returned for evaluation. The results of the investigation concluded the generator functioned as intended during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported burn remains unknown. Per the IFU, skin burns are known risk during the use of this device.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4)

Event description:
Following the ablation procedure, the patient developed a full thickness skin burn. Further information has been requested but not yet received.

Manufacturer narrative:
Corrected data: report source. Additional information: PMA/510k, if follow-up, what type. This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed in MFR site is the information for the similar comparator device.